Event description:
It was reported that during a surgical procedure at the user facility, the device was overheating. The procedure was completed successfully with the same device. No clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported overheating of the device was duplicated by a manufacturer repair technician through functional evaluation. Upon disassembly, it was found that the drive link was loose, which can lead to the reported event and can be caused by a material fatigue issue or impact.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during a surgical procedure at the user facility the device was overheating. The procedure was completed successfully with the same device. No clinically significant delay, no medical intervention and no adverse consequences were reported with this event.